Event description:
The pump was returned for investigation. Investigation revealed a display failure, a keypad button response issue, and contamination under keypad button contacts. This report is made based on results of investigation completed on 03/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the down arrow and ok keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to these issues, the keypad cover was also torn. (B)(6).